Event description:
(B)(4). I had mine implanted in about (B)(6) 2009. I had no problems and no real pain during implant. About one month later, I started having severe and constant pelvic pain. My symptoms progressed and I began having severe headaches 24 hours a day. I also had back pain. It got to the point, where I demanded they be removed even after being told it would likely require a hysterectomy. I had a six hour surgery, and I lost one tube. I have been symptom free since removal. My doctor sent me to several other doctors before removal to make sure that I did not have any other issues. No other doctor found anything wrong with me. I was very healthy with no other illnesses at the time of implant. I had the implant about 3 months after my last child was born. I have never been diagnosed with a nickle allergy. I have sensitivity to some earrings, but nobody ever suggested a nickle test. I am allergic to numerous prescription medications including kelfex, sulfa, codeine, penicillin, and I am also allergic to cervidil.